Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing from the introducer sheath was unable to be tested due to the condition of the returned unit. It is likely that procedural circumstances such as anatomical conditions contributed to the balloon profile becoming compromised. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: it was confirmed that there were no difficulties experienced during inflation or deflation of the balloon. The balloon was fully deflated prior to the retraction of the balloon through the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, mid femoral artery. Heavy resistance was felt during retraction of the 5 mm x 80 mm armada 35 through the 5f non-abbott sheath. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.